Manufacturer narrative:
(B)(4). Pump passed the displacement test but failed during prime test due to loose drive support disk. Unable to verify excessive no delivery alarm due to loose drive support disk. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had scratches on display and couple of cracks near reservoir. Customer's blood glucose value was unknown. Customer stated that insulin pump had slower during priming and slightly louder. Customer stated that several no delivery alarm. The device will not be returned for analysis.